Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter - defective lcd display. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd display. Wife is calling on behalf of the customer. Caller stated that when powered up the true metrix meter did not show 888's; caller stated that it shows like the letter "ccc". Caller stated that the box that the meter was in had been slightly crushed, but the box had been sealed. Caller added that there is no physical damage to the product itself. Caller stated the true metrix meter and not been dropped and nothing heavy had been placed on the screen at any time. The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported.